Manufacturer narrative:
The incident patient grounding pad was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient showed signs of necrotizing fasciitis at pad site the day after surgery. The injury was originally described as a 1st degree burn (redness) but then was described as an infection at the pad site which was treated with antibiotics. The incident grounding pad was discarded. The customer tested the generator and does not feel it is the issue. The pad was placed on the patient's upper right thigh. Patient was in the supine position. The pad site was clear immediately after the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.